Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the photographs identified the photograph shows two broken devices together with plastic syringes filled with gel and red particles in the gel. The explanted side and the lot number are not confirmed. Additional, changed, and/or corrected data: b5, d1, d2, d4, d6a, e1, g1, g2, g4, h4, h6 . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported right side "textured to smooth exchange", and "rupture". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device has been explanted.